Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The device had a stuck in motor error alarm loop during bolus/basal delivery. No motor error alarms noted during rewind. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had a scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.